Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lead alert had tripped due to oversensing on the right ventricular lead during arrhythmias. The patient received several inappropriate shocks. The number of intervals to detect was reprogrammed on the device and the lead remains in use. No further patient complications have been reported as a result of this event.